Event description:
Customer reported receiving a reading of 135 mg/dl on their freestyle blood glucose monitor. The reference reading of 78mg/dl was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. It should be noted that no reading of 135 mg/dl was found in the meter log for that date.